Event description:
Additional information received via email. The reporter verified the issue occurred during testing. The reporter was able to use an alternate device without delay. The device could function if the switch was activated it multiple times but it was still on the edge. There was no patient involvement.

Manufacturer narrative:
Other, other text: h6: health effect and health impact updated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was received. Visual inspection noted a cracked enclosure, beat up line cord and front cover, and faulty pump. Filled tank with water, attached temp check, plugged in line cord, and turned on the power switch. Performed functional tests. Could not duplicate or confirm the complaint. A device history record (DHR) review was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously. Action taken; replaced the pump, enclosure, tank cover, line cord, and front cover. Performed preventative maintenance (pm). Device passed all function and delivery tests.

Manufacturer narrative:
Date of event and UDI section are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that the switch for the set to connect to, on the side, is no longer working. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.